Event description:
Based on the analysis of the device, it is believed that during a high voltage therapy delivery, the lead arced to the ICD can and shorted the high voltage output circuitry within the ICD. It is believed that the rv lead is damaged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.